Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the light guide cable buckled, the remote control button cracked, the water nozzle clogged, the root brace rubber cut, the remote control button cut, the objective lens unit scratched, the distal body worn out, the insertion flexible tube (ift) bump, the suction channel kink, and the remote control button transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).